Event description:
Pt is needing MRI of her back but claims that both stimulators have been "dead for awhile" and pt did not bring her controller to the MRI appt. Caller is not sure if pt has attempted to recharge the stimulators. Recommended pt attempt to recharge ins and follow-up w/ hcp if she is unable to. Recommended stimulators be put into MRI mode prior to scanning. Information was rec'd from an hcp stated that patient's ins's were replaced early because patient wasn't charging them properly so they ended up completely dead.

Manufacturer narrative:
Continuation of d10: product ID: 97714, lot#serial#: (B)(6), implanted: on (B)(6) 2016, explanted: on (B)(6) 2021, product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.